Event description:
Total toe implant was opened and implanted into patient. After implantation it was discovered that the plastic cup auto-rotated. As described by reps of the company, this should not have happened. First implant was removed and a second implant was opened and implanted with the same auto-rotation. Reference report #mw5151847.